Manufacturer narrative:
No report of patient involvement. The hospital biomed directed to inspect the speaker assembly in the display and confirm it is properly connected, if so replace speaker assembly. No further repair information available.

Event description:
The hospital reported a malfunction causing the loss of audible alarms. There was no report of patient involvement.